Event description:
It was reported that a spectrum pump experiences a flickering display screen, which was determined during evaluation to turn on and off without user input on battery power, causing the display to flicker. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Turns on and off without user input was confirmed and was determined to be caused by a failed back flex. The failed back flex was replaced. See scanned page.